Manufacturer narrative:
There was no confirmed device malfunction. Per the nurse, the blood leaked from the heparin line of the cartridge and there was no indication of a device malfunction. The nxstage system one user guide and car-172-c instructions for use provide information and warnings for use of the device. A trained and qualified person must observe all treatments, check the system for blood and fluid leaks during treatment and pay close attention to the bloodline and access connections. The documentation warns to make sure all manual connections are secure and fluid tight before starting treatment, and to secure caps and close clamps after priming and after each use.

Event description:
A report was received on (B)(6) 2019 from the home therapy nurse (htn) regarding a 64 year old male with end stage renal disease who lost approximately 400ml blood through the heparin line of the cartridge and lost consciousness while performing a home hemodialysis treatment on (B)(6) 2019. The patient was transported to hospital to receive a blood transfusion.